Manufacturer narrative:
On 07/12/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/24/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination, product evaluation team observed the device severely rented; it was returned in three pieces. Additional crease was found within the rent. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). Concomitant products: saline mentor smooth round moderate profile 275cc, catalog number 3501640, lot number 6007348. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision procedure with saline mentor smooth round moderate profile 275cc breast implants and experienced deflation of the left and right breast implants. The deflations were confirmed by ultrasonography by the healthcare professional on (B)(6) 2018. As a result, the patient had undergone bilateral removal and replacement with saline mentor smooth round moderate profile 275cc, catalog number 3501640, serial number (B)(4), lot number 7502808 and with saline mentor smooth round moderate profile 275cc, catalog number 3501640, serial number (B)(4), lot number 7502808. The patient experienced no complications after the surgery. This medwatch is for the left breast implant.